Event description:
The impactor handle broke during impaction of the femur. The case was completed successfully using an available impactor from a competitive kit.

Manufacturer narrative:
The impactor handle broke during impaction of the femur. The case was completed successfully using an available impactor from a competitive kit. Device lot was not provided. Device was not returned. Evaluation cannot be completed.